Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with physical damage to electronic, motor and case assembly. Unable to perform functional including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test and displacement test due to physical damage to pump. Pump was received with cracked case, display window corners and battery tube threads. Pump was received with broken off end cap. Unit received with missing display window cover.

Event description:
The customer reported via phone call that their insulin pump was smashed because insulin pump was dropped. The customer¿s blood glucose level was low and it was 75 mg/dl, customer was treated it with food. Troubleshooting was performed for damage and the customer was advised to the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis